Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/lab data (continued): (B)(6) 2015 (22:35): ck-mb=2.8 ng/ml, normal upper limit 6.3; (B)(6) 2015: ck=143 u/l, normal upper limit 140; (B)(6) 2015: ck-mb=6.3 ng/ml, normal upper limit 6.4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is a known observed and potential patient effect as listed in the trek rx instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, during the second pre-dilatation of the right coronary artery lesion with a 4.0 x 8 mm trek dilatation catheter, a small dissection occurred. The dissection and the target lesion were treated with implantation of a 4.0 x 15 mm xience alpine stent. The event resolved the day of onset. No additional information was provided.